Manufacturer narrative:
The information submitted reflects all relevant data received. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. It is not known if the device was explanted post-mortem. The cause of death has been requested, but has not been received.

Event description:
Attorney alleges that as a result of the "acts and omissions" of the manufacturer, the patient "suffered extreme physical injury, emotional and psychological distress which included sudden death." The attorney further alleged the patient "had an increased risk of death or major cardiovascular events result." The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.